Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed, that the objective lens fluid damage. Based on the result, we concluded, that it was caused, due to the fluid damage from the objective lens. In addition, our technician confirmed, that the segment fluid damage, the control body fluid damage, the lcb distal cover glass fluid damage, the light guide cable for prong buckled, the control body corroded, the operation channel (primary) leak and the suction channel kink. However, these defects are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.